Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. No information besides implant failure and catalog number was received so far. Additional information and product return is requested. Follow-up report will be sent in case additional information will be received. Trend is tracked and monitored.

Manufacturer narrative:
Additional FDA coding being added after investigation of device. Adding additional health effect - clinical code 1930 and 2013. This is a follow up report to add these additional codes. Additional FDA coding being added after investigation of device. Adding additional investigation conclusions code 50. This is a follow up report to add this additional code. Correcting implanted date from (B)(6) 2024 to (B)(6) 2016. Correction explanted date from (B)(6) 2024 to (B)(6) 2024. This is a follow up report for this corrected information. FDA coding that was initially reported in the initial report for medical device problem code is being corrected from code 1863 to 2408. This is a follow up report to correct this code.